Event description:
On 2/3/98 a cytyc technical service rep rec'd a call from a woman reporting to have had a medical incident related to a cytyc product. The woman, who stated she is an employee of an ob/gyn practice (she would not specify the name of the practice), reported having an anaphylactic reaction after inhalation exposure to a 20 ml vial of preservcyt solution. The exposure occurred in a pt examination room at the ob/gyn practice. Preservcyt solution is a methanol based (50%) preservative solution used to collect and transport cervical specimens for use in the thinprep 2000 system for cervical cancer screening. The woman stated that she is an asthmatic and reports it was this single exposure that precipitated the reaction. In a follow-up call on 3/6/98, the woman stated that she was still having reactions from the episode, but provided no info regarding the type of frequency. To date, the woman has refused to provide cytyc with info that would allow to confirm the causative role of preservcyt solution in the reaction, and documentation from a physician on the nature and severity of the medical incident.